Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and down arrow keypad buttons required multiple presses to elicit a response. The reporter noted that the keypad was peeling and alleged that the response issues occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad was found to be torn at the ok button. During testing, the up, down, and contrast keypad buttons were intermittently unresponsive and the ok button was responsive. During investigation, evidence of contamination was found under the up, down, and contrast key contacts. Unrelated to the complaint, the battery compartment was found to be cracked and the display screen was dim/faded. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.